Event description:
An investigation was performed on the returned filter assembly of the spider fx. The proximal end of the fracture was not returned. The filter assembly was inspected and confirmed that all components of the filter assembly were accounted for. The report of the spider fx snapping has been confirmed. The filter assembly was returned with a fracture/separation from the proximal portion of the capture wire. At the location of the fracture the capture wire shows pig-tail type bending. This observation is consistent with the result of a fracture where excessive pull forces may be applied.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4).

Event description:
Customer reported that a 7 f terumo pinnacle destination sheath was used with a 5mm spider. The target lesion was severely calcified with a moderate degree of tortuosity. 5mm spider was placed in popliteal and it went over 0.014 spider wire with a hawkone device to atheretcomize the lesion that was located in distal sfa. After the procedure was completed on post inflation, the physician went to retrieve filter and noticed that the spider wire had snapped just superior to the filter basket. The physician had to go in with a snare, and was successful in snaring out the spider filter basket. No patient injury.